Event description:
Patient underwent pci (percutaneous coronary intervention)with stenting of the rca (right coronary artery). During stenting, patient's rca suffered a spiral dissection extending to the ascending aorta. She developed severe chest pain and was initially, clinically stable. However, she developed a pericardial effusion, thereby necessitating placement of a pericardial drain and transfer to a higher level of care at another facility. She subsequently died a few hours after arrival.